Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Pt info: unk. Claim# (B)(4).